Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, a distributor reported via email an issue involving an ar-3740sp double-loaded knotless knee fibertak anchor. The event occurred during a procedure on (B)(6) 2026 when the surgeon implanted the anchor while trialing a knee double knotless fibertak for an let procedure. After implantation, it was noted that the device did not contain closed knotless loops and only ribbons were present, rendering the anchor unusable. The surgeon drilled through the implanted anchor and placed an additional anchor to continue the procedure. No patient harm was reported.